Event description:
Additional information received reported the patient had diuresis. It was stated the patient had hospital admission for diuresis and titration of medications. It was noted etiology consisted of a pre-existing condition that had been worsened or exacerbated. It was noted the patient had a shortness of breath at rest and exertion for 2 weeks prior to report. It was stated the patient outcome was ongoing.

Event description:
Additional information received reported that the interventions included hospital admission from 2012-(B)(6) and discharged on 2012-(B)(6) for diuresis and titration of medication. Additional information received reported that the patient was experiencing heart failure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient had acute renal failure and it was noted as an ongoing event. It was noted this was a new illness/injury. It was also noted as due to diuresis during hospital visit (B)(6) 2012 to (B)(6) 2012. The patient was admitted to the hospital from (B)(6) 2012 to the (B)(6).

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-33, lot# v579919, implanted: 2010 (B)(6); product type lead. (B)(4).